Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with inflammation, irritation and light sensitivity one day post photorefractive keratectomy. The topical steroids were increased and oral steroids were started. Upon additional follow up it was reported the patient is improving and the patient is being tapered off the topical steroids. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The preventive maintenance was performed regularly. The logfile review for the date of treatment shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments on this day. No technical root cause was identified as the system was operating within specification. (B)(4).